Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was an alert for this patient with this cardiac resynchronization therapy defibrillator (crt-d) for shock impedance of 0 ohms. Technical services (ts) reviewed noting the values have been stable prior to and after this one value. This patient had undergone an unrelated procedure around that time. Ts noted this is related to electromagnetic interference (emi) or the procedure and there was no oversensing observed. This crt-d remains in service. No adverse patient effects were reported.